Event description:
It was reported the patient had a lead revision on (B)(6) 2015. No further information was reported. Per manufacturer¿s device registry, the lead was replaced with a new lead on 2015. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va098a6, implanted: (B)(6) 2013 explanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).